Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd synapsys¿ the specimen management workflow was significantly disrupted. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "synapsys has a timed job which cleans up stale specimen locks. The job is scheduled through a queueing mechanism we use in synapsys. There¿s a persistent database record which ¿re-schedules¿ the job to its next scheduled time after each run. This database record was missing when I logged in on saturday. To restore it, all I did was do an iisreset on the srv-syn-01 server (which restarts the synapsys ui and restores the missing record)." "I¿ve opened an scr [278898] on the synapsys backlog to investigate further and would like to get pinged on any new escalations." Customer problem: k - synapsys locked into cultures - over 70 steps taken with customer/troubleshooting: ¿ did notice that the backup server memory was at 72% used dispatch priority determination: q1 able to process samples (y/n)? Y, q2 able to maintain workflow(y/n)? N, priority: emergency it was reported by the customer that there were over 70 samples locked in synapsys. Customer called to say that there were over 70 samples locked in synapsys. These 70 were locked for greater than the 4 hour lock window. I logged into the backup server and noticed that there were some failed windows updates as well as over 70 percent memory was used.

Event description:
It was reported while testing with bd synapsys¿ the specimen management workflow was significantly disrupted. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: "synapsys has a timed job which cleans up stale specimen locks. The job is scheduled through a queueing mechanism we use in synapsys. There¿s a persistent database record which ¿re-schedules¿ the job to its next scheduled time after each run. This database record was missing when I logged in on saturday. To restore it, all I did was do an iisreset on the srv-syn-01 server (which restarts the synapsys ui and restores the missing record)." "I¿ve opened an scr [278898] on the synapsys backlog to investigate further and would like to get pinged on any new escalations." Customer problem: k - synapsys locked into cultures - over 70. Steps taken with customer/troubleshooting: did notice that the backup server memory was at 72% used. Dispatch priority determination: q1 able to process samples (y/n)? Y. Q2 able to maintain workflow(y/n)? N. Priority: emergency. It was reported by the customer that there were over 70 samples locked in synapsys. Customer called to say that there were over 70 samples locked in synapsys. These 70 were locked for greater than the 4 hour lock window. I logged into the backup server and noticed that there were some failed windows updates as well as over 70 percent memory was used.

Manufacturer narrative:
H6 investigation summary: this was logged against synapsys material #444150, serial # (B)(6). This is a confirmed failure of a bd product. Locked samples were unlocked by restarting iis. The issue is captured in scr 278898 and will be fixed in a future release. DHR review is not required for stand alone software. Software operation (or functionality) is confirmed at time of installation. The root cause was due to a database issue, the queue.queuemessages table grew in size. The `tryenqueuescheduledmessage` and `deletescheduledmessage` then failed to re-schedule timed jobs which caused the site to experience never-unlocking specimens. The scr is to rewrite the `deletescheduledmessagetype` stored procedure so that it will not sql timeout. Per baltrm-synapsys-aph revision 25, the hazard associated with this complaint would be no result/delayed result, which is an s2; reference ID 6. Complaints for application were under statistical control for the month of may. No trend was detected.